Event description:
The pt had a femoral nail implanted on 7/21/96. The distal end of the nail broke off while the pt was playing soccer. It was surgically removed, and a different nail was put in. The dr feels the failure was due to pt overload, not implant design.